Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient called patient services on (B)(6) 2019 indicating that they are having the device removed on (B)(6) 2019 because they didn't get the results that they thought they would with the device since implant. They met with a manufacture representative (rep) on (B)(6) 2019 and told the rep that they weren't pleased with the device and that they haven't used it in a while. The rep informed the patient to call patient services to be sent a box for the patient¿s device to be sent back following the explant. Patient services reviewed to have the healthcare professional (hcp) request the box if the patient would like the device sent back following the explant. Additional information received from a manufacturer representative (rep). It was reported that the patient and hcp agreed that they wanted the device explanted. The rep did not cover the procedure, but the patient was referring to sending her programmer and charger back. The rep said there was no mention of the stimulator not working or being defective. The patient mentioned she was not receiving pain relief with the stimulator and wanted it removed. That conversation took place with the hcp. No further complications were reported.